Event description:
The customer reported the led bar that would show the "shovel" (i.e., paddle) contact with the patient is not working. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. See scanned page.